Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, confirming the clinical observation. However, no device anomalies were observed. The ICD was subjected to an electrical analysis and proved a normal device function. In conclusion, the device proved to be fully functional. There was no indication of an ICD malfunction.

Event description:
This device was implanted and explanted on the same day due to failure to rescue during dft testing. No adverse patient events were reported. Should additional information become available, this file will be updated.